Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed quality control (qc) data, and results were within the specified range on the date of the event. The customer was instructed to run a precision study with both levels of qc, and the results were within specification. A precision study was then performed using the original patient sample, and an imprecision was observed. The customer was instructed to clean server 1 probes and drains, and auto-align probes. The precision study was repeated, and the instrument generated abnormal assay flags. The ccc specialist reviewed the results monitor and verified kinetic check failures indicating sample probe 1 mixer failures. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed service methods and observed the sample probe 3 (s3) fail mix tests. The mixer was replaced with a new assembly (11240956, r-skit mixer s1/s3 assy sample arm) and service methods were repeated and passed. Quick check test and qc were performed, and test results passed. The instrument is operational and performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely depressed calcium (ca) result was obtained on a dimension vista 1500 instrument. The discordant result was identified as being "below assay range" and not reported to the physician(s). The customer used the same sample and a redrawn sample to perform repeat testing. The repeat results were higher and met laboratory expectations. The customer reported the result of 10.3 mg/dl. There are no reports of patient intervention or adverse health consequence due to the discordant falsely depressed calcium result.